Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the accolade MRI el dr was performed. Testing was completed to assess electrical performance. Measurements throughout these tests were within normal limits, and exhibited normal device characteristics. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during ongoing use, the patient presented with syncope during the most recent follow-up. An ECG was performed, and showed loss of capture. Pacemaker testing was performed, and all other values were normal, including lead impedance trends. Due to the patient's dependency, the right ventricle (rv) lead (competitors device) and the pacemaker were changed. No adverse patient effects were reported.